Event description:
Caller reported a rapid increase of 25% in the indicated battery charge (ibc) over a short period. There was no adverse impact to the customer¿s blood glucose level. Customer was educated on battery jumps and informed that the issue was resolved in a software update. Cts advised on updating the pump software and provided interim solutions. The customer understood but mentioned lacking an email for the update process; she plans to seek assistance from her healthcare provider.